Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the right ventricular lead exhibited low pacing lead impedance. The lead was reprogrammed.

Event description:
New information received notes that during routine follow-up, the pacing impedance had dropped to out of range values, and decreased hv lead impedance was observed. The lead was capped and replaced. Insulation anomaly was suspected.